Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of an opt312 optiflow junior nasal cannula was broken after use for a few days. There was no reported patient consequence.

Manufacturer narrative:
(B)(4) the optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt312 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the tubing of an opt312 optiflow junior cannula was broken after use for four days. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The subject opt312 optiflow junior nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt312 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube.

Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of an opt312 optiflow junior nasal cannula was broken after use for a few days. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal cannula. Section d4: expiration date added. Section d4: UDI details updated. Section g1: contact person updated to (B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt312 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the tubing of an opt312 optiflow junior cannula was broken after use for four days. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The subject opt312 optiflow junior nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt312 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.